Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon had difficulty in inserting the locking screws; the tapping function did not work well. Finally they were forcefully compressed and could be inserted. The operation was extended for five minutes. There was no report of harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Device has not been reported as explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.